Manufacturer narrative:
.

Event description:
The patient reported to their healthcare professional (hcp) and manufacturer representative (rep) that their implantable neurostimulator (ins) had "switched off automatically several times." The rep noted that it "looked like a user error (handling)." It was "unclear" what had let to the event and also "unclear" whether any interventions or actions were taken to resolve the issue. It was "unknown" whether the issue was resolved at the time of report. Interrogation of the ins found that no power on reset (por) or out of range (oor) messages had been observed with the ins and that the ins had been charged properly. There was no indication the stimulation had turned off at any point from (B)(6) 2016. There were "no surgical interventions planned or performed and the patient was alive with no injury at the time of report.